Event description:
It was reported that the physician attempted to use a tunneler with a sheath, and the sheath broke apart inside the patient. The physician was able to remove all pieces.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The sample received was not the actual device, but was from the same lot as the device reported to have failed. The evaluation of the sheath received revealed breakage. Retain product from lot number 672915 was evaluated and was found to meet specification. This issue has been assigned a corrective action to investigate the cause of crumbling/breaking sheaths. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.